Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-08624 and 2938836-2019-04076. The patient presented in clinic due an erosion of the device pocket. The device was exposed due to a pocket decubitus. The system was explanted and a new system implantation is expected. The patient was in stable condition.

Manufacturer narrative:
Additional information: interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The reported event of pocket erosion was unconfirmed.